Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26, indicating an occlusion issue with the insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the cause of the occlusion was identified as a blockage in the cartridge, and the customer was advised to change the supplies and resume insulin therapy.